Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported the issue during sine cycle. The complaint regarding repeated recoverable error was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported failure is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the system reflected repeated recoverable error 23025 pointing to the left master tool manipulator (mtm), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the mtm to resolve the issue. Intuitive surgical, inc. (Isi) has not received the left mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a left master tool manipulators (mtm) was replaced after the completion of the procedure due to numerous recoverable 23025 errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the system reflected repeated recoverable error 23025. The system was connected to onsite. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 23025 pointing to the left master tool manipulator (mtm) axis 1. The tse also confirmed with the isi clinical sales representative (csr) that the mtm could move freely. Then the tse suggested the csr to power cycle the system and perform a hard power cycle on the surgeon side cart (ssc). Since the surgery was almost finished and the surgeon could recover from the fault, the surgeon decided to finish the surgery with the system in this condition. In addition, the tse suggested the csr perform troubleshooting after the surgery, but that error indicated that mtm most likely needed to be replaced. The procedure continued as planned. There was no report of patient injury. Isi contacted the site and obtained the following additional information regarding this event: the defect of the mtm did not affect the operation. The operation was just finished.